Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; distal segment returned and analyzed.

Event description:
It was reported that the sensing integrity warning triggered via carelink system for oversensing. The patient was to be brought in to the clinic for further investigation of the issue but contact with the patient had been unsuccessful, despite numerous attempts. It was reported that later the patient received several shocks and was seen in the ER. The device was reprogrammed at that time. One month later, the lead showed unstable pacing impedance, a high threshold and t-wave oversensing. The lead was explanted. No further patient complications were reported as a result of this event.

Event description:
(B) (4)